Event description:
It was reported that the renasys go cannot operate on ac and cannot generate and control negative pressure. No case involved. Service and repair

Manufacturer narrative:
The device intended for use in treatment, was returned for evaluation. And we have established a relationship between the device and the reported event. A visual inspection found no defects. The functional evaluation found, that the device failed to charge. And not keeping pressure, could not operate on ac or battery power. And cannot re-charge the battery, could not generate and control negative pressure. And the root cause identified, as a defective vacuum pump. And a defective component within the main board. The manufacturing records show no evidence, that the product did not meet specification at the time of manufacture. The complaint history found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.